Event description:
A ventilator was returned to the manufacturer with the allegation the touchscreen was not working. No injury or harm was reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's touchscreen was confirmed. The device¿s touchscreen was replaced to address the issue, and the ventilator was returned to service in working order.